Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The anchor is tightened and deployed but still attached to the sutures. The sutures are still partially run through the cannula of the device insertion tube to the cleat. The sliding ring has been pulled back. Bio debris is present on the anchor and the insertion device. A functional evaluation was performed on the returned device and found that the sutures would complete the deployment from the cleat and insertion tube. A functional of the insertion device could not be performed since the lock button and sliding ring have been deployed and set.a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate.the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include rotation of the suture anchor device once seated or incomplete anchor insertion. No containment or corrective actions are recommended at this time h11:h2: corrected data on: h6 (impact code & medical device problem code).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bankart repair surgery, the suturefix ultra anchor pulled out of the bone tunnel post deployment. A backup device was used in the same bone hole and there was a surgical delay greater than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.